Manufacturer narrative:
The batch record review for radiesse(+), lot a00233700, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00233700) and no similar events were noted. This case was assessed by merz north america as non-serious. The events of injection site nodule and injection site erythema were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 16-mar-2026: this case was upgraded to serious. This case was assessed by merz north america as serious. The events of injection site nodule and injection site erythema were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). The reported injection site erythema is consistent with a superficial, transient, and self-limiting skin reaction that could resolve without medical care. For the event injection site erythema, no corrective treatment was required and there were no medically significant outcomes such as permanent impairment, need for medical intervention, hospitalization, or life threatening complications. Information in this case is limited, pending a confirmed diagnosis of the reported nodule versus keloid. However, the reported events can occur after treatment with radiesse(+) and causality is therefore assessed as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of permanent damage, as permanent damage cannot be ruled out with certainty.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a 60-year-old female patient. The patient was injected with radiesse(+) into the neck (off label use of device). Batch number was reported as a00233700 (expiry date: 15-sep-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00233700 (expiry date: 15-sep-2027). A lot search in the global safety database was conducted. Radiesse(+) was hyperdiluted at a 1:4 ratio (product preparation issue, off label use of device). Two weeks after the radiesse(+) injection, the patient experienced red nodules. At 3 months they looked like keloids. Corrective treatment included saline, hyaluronidase and kenalog in an attempt to dilute the radiesse(+). At the time of this report, the patient was not in pain. The outcome of the events was unknown. Case closure dated on 12-mar-2026: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow up information was received on 16-mar-2026: this case was upgraded to serious. The patient was injected with radiesse(+), on (B)(6) 2024. Radiesse(+) was diluted in a 1:5 ratio. In 2024, the patient experienced keloids (also reported as nodules). On (B)(6) 2025, the patient had a full dissolve with kenalog (reported as kelego) and 4 ml of saline. On (B)(6) 2025, she received kenalog (reported as kelego) 2ml. On (B)(6) 2025, she had a full dissolve (as reported) with 4 ml. On (B)(6) 2026, the patient received normal saline. On (B)(6) 2026, she received kenalog (reported as kelego) 1ml. The reporter used hylenex and triamcinolone acetonide injectable suspension on the patient. The outcome of the event nodules/keloid was considered not resolved. The outcome for the event red remains unchanged as unknown.